Event description:
It was reported that boluses were programmed and delivered without a family member's awareness. The family member said that the pt would not deliver a bolus by himself. She stated that the pt woke up; she tested his blood glucose at 191 mg/dl and began to program a bolus. The pump reportedly displayed 8.0 units of iob on the bolus screen. The family member reported that she keeps the pump locked and had to unlock pump to program the bolus. She confirmed that the meter remote was on a bedside table, the pump was in the pt's pocket, and the pt was asleep when she tested his blood glucose. The pt said that he can unlock the pump himself; he denied programming or delivering any boluses. The family member reviewed the bolus history and said that it showed three bolus deliveries between 10:24 am and 10:52 am. They were all normal boluses, two were delivered via the pump and one was delivered via the meter remote, and the total amount delivered was 12.80 units. The family member reported that the pt denied symptoms of hypoglycemia at any time during this event. She said that she disconnected him from the pump, began to treat him with quick-acting carbohydrates, and transported him to the emergency room. The family member reported that his blood glucose was 190 mg/dl upon hospital admission. He was treated and released several hours later with blood glucose of 220 mg/dl. The family member said she does not know what treatment he received.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.